Manufacturer narrative:
The monitor was returned for investigation. The investigation, into the service code, found the high voltage capacitor to be defective. Root cause analysis underway.

Event description:
A us distributor returned a monitor and reported displaying a service code indicating a potential device malfunction.